Event description:
The pump was returned for investigation. Investigation revealed that the display was blank and a crack was observed in the oled. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was blank and the oled was cracked. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, investigation found the keypad to be intact with no visible damage. The keypad functionality could not be tested due to the damaged display. The keypad was removed and contamination was found under all of the key contacts. Also unrelated to the display issue, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.